Event description:
The manufacturer received information alleging the active exhalation verification test step had failed during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the third-party service center. During the evaluation it was noted that the devices proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the device's proportional valve and 3-way solenoid valve needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front panel needs replaced for physical damage unrelated to the reportable issue. The particulate filter, muffler assembly, and air inlet foam filter needs replaced for preventative maintenance unrelated to the reported issue. The vanity cover, blower bellows seal, blower mount, internal battery door, base assembly, fan retainer, system printed circuit assembly tubing, blower chassis, fio2 tubing, and low flow tubing needs replaced for contamination unrelated to the reportable issue. Per the customer's request, the device was returned unrepaired.